Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted. On (B)(6) 2024, the patient experienced unconsciousness. At an unspecified time within the event, the cgm reading was 40 mg/dl and the bg reading was 377 mg/dl. The patient was transported by ambulance to the hospital where she was treated in intensive care unit for 1 day. The patient woke up the next day and the patient was given glucose and insulin by her doctor. The patient stayed in the hospital for three days and was discharged on (B)(6) 2024. At the time of the report, the patient was fine. Technical support attempted to contact the patient for further details about the event, but it was not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.